Event description:
A us distributor reported that a patient dropped her monitor which landed on her foot. The patient reported that her foot was broken as a result. The patient's knee was also reportedly injured during the event. During a follow-up the patient indicated that her foot was better and her knee was improving.